Manufacturer narrative:
Device eval summary: an inspection of the glidescope showed that the tip of the housing had broken off at the camera. The glidescope had been in use for approx 7 years, and the customer was provided with a replacement. On (B)(6) 2013, safety alert notice (B)(4) was issued to all customers to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 05/22/2013, the customer signed an acknowledgement of the notification.

Event description:
On inspection, the customer found that a piece was broken off the tip of a glidescope gvl 2 video laryngoscope. They did not report any pt impact.